Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 31-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the system screen was stuck. A technical support specialist (tss) logged into the station and confirmed that the database size was appropriate, and the drives had sufficient space. No issues were found in the event viewer. The tss restarted the services and adjusted the speed and duplex settings as part of the troubleshooting process. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es touchscreen was frozen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.